Manufacturer narrative:
Three potential lot numbers were provided for this incident. The information for each lot number is as follows:  medical device lot #: 1707118. Medical device expiration date: 2022-06-30.  Device manufacture date: 2017-07-07. Medical device lot #: 1711225. Medical device expiration date: 2022-10-31.  Device manufacture date: 2017-11-14. Medical device lot #: 1706111. Medical device expiration date: 2022-05-31.  Device manufacture date: 2017-05-29. Investigation results: summary: our manufacturing facility was provided with the affected samples for investigation. Upon examining the product, we were able to verify the presence of white particles inside the syringe. A batch history review showed no non-conformances associated with this issue during the production of this batch. Through our investigation the particles were identified to be composed by lubricant from the syringe barrel. This lubricant is included in the plastic formulation and it is inherent to the design and function of 2 piece syringes. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscope layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. The presence of particles of lubricant in the fluid path of discardit ii syringes has been evaluated by bd. The polypropylene used to produce the syringe barrels (with the slip agent included in the formulation) has passed all the biocompatibility tests required. Test results have confirmed that should the lubricant particles enter the fluid pathway the risk to the patient is clinically insignificant. The appropriate personnel are looking further into this issue and corrective actions are being initiated in order to prevent reoccurrence. Conclusion: sample evaluation: we have been provided with the affected samples. After the evaluation of the returned samples, we confirmed the reported issue, and concluded that the white particles inside the syringe were composed by lubricant from the syringe barrel. Bhr review: lot 1707118: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally with this associated lot. Neither qn nor ncmr's. Lot 1711225: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally with this associated lot. Neither qn nor ncmr's. Lot 1706111: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally with this associated lot. Neither qn nor ncmr's. Root cause: this lubricant is included in the plastic formulation and it is inherent to the design and function of 2 piece syringes. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscope layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. The presence particles of lubricant in the fluid path of discardit ii syringes has been evaluated by bd. The polypropylene used to produce the syringe barrels (with the slip agent included in the formulation) has passed all the biocompatibility tests required prior to marketing the product and meet the established criteria for preclinical toxicological safety evaluations. Should any lubricant particles enter the fluid pathway then the risk to the patient based on toxicological or physical occlusion of blood vessels is deemed as negligible and clinically insignificant. Confirmation: the returned samples presented white particles in the syringe and confirmed the reported issue. CAPA determination: we have initiated the appropriate corrective and preventive actions for this issue. CAPA (B)(4).

Event description:
It was reported that foreign matter was found in a bd discardit¿ syringe with luer-slip prior to use. It was reported that "customer has found some long and thin plastic pieces inside syringes.¿ there was no report of exposure, injury or medical intervention needed.